Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Update based on the complaint form received from the rep on 9/6/21: the doctor was loading this stent into the sheath to deploy and the delivery catheter was getting stuck. The used another product and it worked perfectly. There has been an issue with a ptx. It wouldn¿t deploy. Device evaluated on 28-jun-21: "no defects observed on delivery system". Patient outcome: no unintended part of the device remained inside the patient's body. No additional procedure was required due to this occurrence. No adverse effect was reported due to this occurrence. Additional questions: rep's reply on the additional information requested was received on 28/6/21: . Are images (e.g. Angiography, us etc.) Of the device and/or procedure available? - no . Was the device flushed before the procedure, as per IFU? - yes . Were there any issues with flushing of the device? - no . Details of the access sheath used (name, fr size,length)? - 6f . Details of the wire guide used (name, diameter, hyrdophyllic)? - super core . What approach was used to access the target site? - contralateral, ipsilateral, antegrade, retrograde, other please specify for other: - up and over . If contralateral, was the bifurcation angle steep? - no . What was the target location for the stent? - sfa . What artery was the stent placed in? - distal sfa please specify for other: ______________ . Was the wire guide removed from the patient prior to advancing the delivery system? - yes . If removed, was the wire guide wiped prior to advancement of the delivery system? - n/a . Did the stent delivery system cross the target location? - yes . Was pre-dilation performed ahead of placement of the stent? -yes . Was the patient¿s anatomy difficult or altered? - no if other, please specify: ______________ . Was resistance encountered when advancing the wire guide? - no . Was resistance encountered when advancing the delivery system to the target location? -yes . Was resistance encountered when deploying the stent? - yes . How did the physician deal with any resistance encountered? - he removed the stent and placed another one. . Was the stent fully deployed in the patient before removing the delivery system? - no . After deployment did the stent show signs of any of the following: - it wasn¿t deployed. If other please specify: ____________________ . Was post-dilation performed after the placement of the stent? - n/a . Did any portion of the device break off? - no if yes please state what part: . When did the device break? - the delivery system was broken as it was advancing down the catheter. . Thumbwheel only ¿ was the distal end of the stability sheath inside the access sheath? - n/a . Thumbwheel only ¿ was the retraction sheet being held during deployment. - n/a . Did the thumbwheel spin freely or rotate without stent release or without retracting the stent retraction sheath? - n/a . If yes, was the stent partially deployed? . If yes, was the partially deployed stent removed with the delivery system or was it deployed in the patient? . If removed, did any part of the stent fracture during removal of the delivery system? - no . Was the delivery system kinked or twisted during advancement or deployment? - no . Please advise if and when any damage was observed on the wireguide - no prior to use, during use, post procedure delivery system - no prior to use, during use, post procedure if yes, please specify (e.g. Kinked or twisted): . Did the patient require any additional procedures as a result of this event? - no . What intervention (if any) was required? . Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? - another day another stent was placed. . Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g. Kink)? - no . Please specify if yes

Manufacturer narrative:
Device evaluation: the zisv6-35-125-6.0-40-ptx device of lot number c1811247 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 28th june 2021. On evaluation of the device the device flushed as expected, a 0.035 inch wire guide passed through as expected. No defects were observed on the delivery system. Document review: prior to distribution zisv6-35-125-6.0-40-ptx devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl: a review of the manufacturing records for ¿rpn¿ of lot number c1811247 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1811247. It should be noted that the instructions for use (ifu077-5-) states the following: ¿¿if resistance is met during advance of the delivery system, do not force passage. ¿¿ ¿¿do not use excessive force to deploy the stent. If excessive resistance is felt when beginning deployment, remove the delivery system without deploying the stent and replace with a new device.¿¿ there is no evidence to suggest the user did not follow the IFU. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to an issue with the wire guide. It is known from the lab evaluation that there were no defects found on the device. It is possible that the wire guide was kinked/or twisted which caused resistance during tracking of the device and difficulty with deployment. The complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation as the complaint no longer meets the description of a reportable incident. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿.